Manufacturer narrative:
(B)(4). Based on the investigation results for this device, the reportability was updated from a non-reportable event to a reportable event.

Event description:
Procedure: sleeve gastrectomy. According to the reporter: product fell apart when using (top hub came off). Current patient status good. This did not result in tissue damage or patient injury. It did not cause more than 250cc of bleeding. The case was not delayed more than 30 minutes. A new device used to correct the situation. Nothing fell into the patient's cavity.